Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy irritation with red spots. No open or broken skin. While in the hospital, the patient was given gold bond lotion to sue. During a follow-up, it was reported that the patient's irritation improved.